Manufacturer narrative:
Tucson medical center reported discrepant assay result - the t2sars-cov-2 panel (eua) run on t2dx instrument isa0820000215 produced a negative result, compared to the positive sars-cov-2 result from the cepheid genexpert. The customer ran qc positive and negative samples on the t2dx and confirmed instrument performance with the t2sars-cov-2 panel. The cepheid genexpert assay is more sensitive in sars-cov-2 detection than the t2sars-cov-2 panel and likely the cause for discrepant results.

Event description:
On (B)(6) 2020, a customer reported that the t2sars-cov-2 panel reported a negative result. The same sample reported a positive result on the cepheid genexpert system.